Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had noise during a therapeutic laparoscopic cholecystectomy procedure. The scope connector was detached and when the power was turned on again, the screen was fully blacked out. The procedure was completed by switching to a different device of the same type. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's evaluation and final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The results of evaluation provided the following: - noise is generated (screen noise). - blackout (screen blackout). - scratches were found on the metal contacts. - there was a lack of adhesive on the "curved part". Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon "noise occurred" was did not recur in evaluation, and was therefore presumed to have been due to a possibility that the image sensor was broken since blackout occurred after replacing the circuit board in the video connector with an unused one, and the occurred phenomenon remained after application of load to the image sensor cable such as angulation operation and shaking of the universal cord while blackout occurred. The below possibilities are presumed regarding breakage of the image sensor. However, the root cause of the event was unable to be specified: ·sporadic application of static electricity or over current caused temporarily image output signals unstable. In addition, it is presumed that application of overcurrent may have been caused by connection/disconnection while it was turned on, overcurrent from electric wiring of other devices, or adhesion of dust or moisture to the electrical contacts of the system and the video connector section. Regarding blackout, it is presumed that the below possibilities are considered according to the investigation result: ·there is a possibility that the image sensor was broken since blackout occurred after replacing the circuit board in the video connector with an unused one, and the occurred phenomenon remained after application of load to the image sensor cable such as angulation operation and shaking of the universal cord while blackout occurred. The below possibilities are presumed regarding breakage of the image sensor. However, the root cause of the event was unable to be specified. ·sporadic application of static electricity or overcurrent caused temporarily image output signals unstable. In addition, it is presumed that application of overcurrent may have been caused by connection/disconnection while it was turned on, overcurrent from electric wiring of other devices, or adhesion of dust or moisture to the electrical contacts of the system and the video connector section. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.